Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
(B)(4). Evaluation found that the device was returned without firing the clip and the condition substantiated the reported product experience. Inspection indicated that the distal end of the flex-guide was carved by the delivery tubeset while advancing the thumb advancer, resulting in incomplete sheath slit and thumb advancer deployment; however, consistent with the reported experience, we found that the safety release mechanism was utilized to release the locator wings to safely remove the device from the patients body as instructed in the instruction for use (IFU). Based on the investigation findings, the probable root cause for the flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide while advancing the thumb advancer, causing the tubeset to carve into the flex-guide. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, resistance was felt when moving the thumb advancer forward to cut the sheath. The sheath could not be split. The safety release mechanism was used to close the vessel locator foot and remove the device. Manual compression was applied to achieve hemostasis. The case was prolonged 45 to 60 minutes while trying to remove the device. There were no reported adverse patient sequale. Though requested, no additional information was provided.